Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited loss of capture during testing. The lead was determined to have dislodged and was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).